Manufacturer narrative:
The hospital declined ge healthcare service representative repair. No report of patient involvement.

Event description:
The hospital reported a minimum shutdown alarm. No patient involvement reported.